Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial in liquid. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specification. Claim# (B)(4).

Manufacturer narrative:
B5 - lens was exchanged on (B)(6) 2023 different model lens and problem was resolved. Reportedly, "all good. Patient is happy." Claim# (B)(4).

Manufacturer narrative:
Type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim #(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vicm5_13.7; -12.00 diopter implantable collamer lens into the patient's right eye (od) on (B)(6) 2018. The patient now has experienced low vaulting and refractive change over time. Lens remains implanted. Cause of the event was reported as unknown. If additional information is received a supplemental medwatch report will be submitted.